Event description:
The account alleged the head section will not lower using cardio pulmonary resuscitation function. No injury reported.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve and flushed the hydraulic manifold to resolve this issue.